Event description:
It was reported that the pump was not recognizing any syringe. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a third party tamper seal on the plunger head and bottom case. The top and bottom cases were observed in excellent condition. There was a slight scratch found on keypad and no visible contamination. Review of the pump event history log showed syringe plunger not in place messages. Functional testing confirmed the reported event. The plunger board was broken and came off the glue. Repair actions taken were the replacement of the plunger board, plunger case seal, plunger cable, and plate spring. The root cause is undetermined; however the issue will be monitored for any increase in occurrence. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Additional recall numbers: z-1135-2018, z-1136-2018, z-2734-2020 and z-2735-2020 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.